Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer had been experiencing high blood glucose. The customer¿s blood glucose during the incident was 485 mg/dl. They were treated with a bolus from the device. The device passed troubleshooting. The device will not be returned for analysis.